Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an event where two infusion sets misfired one after another. Patient needed replacements. No further information available.